Event description:
Nurse (B)(6) reported that the patient keeps getting "prime failure" message. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Frequency: once weekly for 6 weeks then a 4 week break before restarting next cycle. Indication: myasthenia gravis without (acute) exacerbation.